Manufacturer narrative:
Product analysis: a spider fx capture wire was returned with the hawkone was loaded over it. The capture wire was observed to be fractured. No other ancillary devices were included. The spider fx showed biological debris within the exposed filter. No damage to the filter assembly which was exposed outside of the distal tip. The proximal end of the spider fx capture wire was approximately 14cm. The proximal end of the spider fx capture wire showed the ptfe skived off. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use hawkone to treat a severely calcified lesion in the distal superficial femoral artery (sfa) and popliteal artery. The lesion was diffuse and artery diameter was 5mm. The vessel presented moderate tortuosity. IFU was followed during preparation, procedure and post procedure. The vessel was pre and post dilated. Moderate resistance was felt during advancement. It was reported that the tip detached from the catheter during advancement in the very diseases and highly calcified area of the lesion. It is unknown if tip separated at hinge pins. Vessel damage/dissection is reported. An enlarged incision was performed to remove the catheter and all detached component from the patient. The detached component never came off of the wire it was maintained entirely on the spider wire. The procedure was completed with balloon angioplasty. The patient was fine and had a procedure in the opposite leg a week later.